Event description:
It was reported that the pt underwent a 4 level posterior cervical fusion with wide decompression laminectomy at c3-c7 using rhbmp-2/acs and posterior fixation instrumentation from another MFR. The rhbmp-2 was rolled into a burrito with local autograft and placed in the lateral gutters. On pod 1, the pt began experiencing increased pain. On pod 2, the pt complained of right-sided sensory-motor deficits in the upper extremity. An MRI on that date demonstrated a collection of fluid causing significant spinal cord compression. A surgical intervention was performed on pod 2 to relieve the compression. The surgeon found that when he incised through the fascia, a significant amount of fluid flowed out. The dura was found to be intact, but the adjacent posterior cervical musculature was described as edematous. The rhbmp-2 burrito was removed and replaced with autograft. The pt is now neurologically intact (symptoms resolved) with no recurrence of swelling or seroma.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to spec which might contribute to the reported event. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.